Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia and had high blood glucose levels ranged from 22 mmol/l to 23 mmol/l. It was reported that the customer treated with manual injections. It was reported that the blood glucose level from reported event was 6 mmol/l to 7 mmol/l and the sugar glucose was 22 mmol/l to 23mmol/l . Troubleshooting was not performed. Product is not expected to return for analysis.